Event description:
As reported, it is alleged that the bd blade cutting the patients.

Manufacturer narrative:
As reported, the bd blade cutting the patients. The subject device was not returned for evaluation. Based on the information available and without having the sample or photos to evaluate, no conclusions can be made as to the extent to which the blade may have caused or contributed to the patient's clinical course. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (27-feb-2026) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.